Event description:
Scheduled procedure was novasure endometrial ablation possible myosure. The novasure was opened to perform a uterine ablation. The novasure did not pass the cavity assessment. Per surgeon, the array of the novasure was not opening well. So a second novasure was opened. The representative was called to help with trouble shooting for both myosure and novasure. After trouble shooting, the second novasure still didn't pass the cavity assessment. The surgeon then decided to call dr (B)(6) for assistance in using thermachoice machine. Reference mw5055972 and mw5055974.